Manufacturer narrative:
Diopter: 11.00 se/3.5. Brand namel silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens in three pieces. Both haptics and pieces of optic are torm off. There was evidence of dry dark color residue on lens surface. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 11.0 se/3.5 diopter silicone single piece lens with toric optic. The lens was implanted on (B)(6) 2015 due to the patient having a poor outcome. The lens had approximately a 90 degree rotation. The lens was explanted on (B)(6) 2015 and exchanged with another staar lens.

Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): device history record review, medical review. Results (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Reportedly, single-piece silicone iol with toric optic was explanted/exchanged fifty days after implantation to address lens rotation for 90° and subsequent poor visual outcome. Another staar lens was successfully implanted. No reported postoperative sequelae. Conclusion (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).